Manufacturer narrative:
The device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, this case reports, twenty-two years after an unspecified surgery, a revision was performed due to wear. The patient¿s current health status is unknown and no additional information was provided as requested. Based on the information provided, the clinical root cause of the revision was reportedly ¿due to wear.¿ however, revision of an insert after 22 years in-vivo would not be an unanticipated event. The patient impact was the reported wear and revision. No further patient impact can be determined, and no further clinical/medical assessment is warranted. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Potential causes could include but are not limited to friction, joint tightness or lifetime of device. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference (B)(4). Postal code (B)(6).

Event description:
It was reported that, after an unknown surgery had been performed on (B)(6) 1999, a revision surgery was performed on (B)(6) 2021 due to wear. An unkn fem head memphis zirconia and an unkn reflection liner were explanted. Current health status of patient is unknown.